Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with multiple false high ventricular rate (hvr) events cause by noise on the right ventricular lead. All other parameters were normal. Testing revealed a fracture and a clavicular crush. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient did not have any complications before, during or after the procedure.